Manufacturer narrative:
The complainant was unable to provide the suspect device lot #; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the devices were disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental MFR's report will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report# 3005099803-2009-03349 for the other associated device info. It was reported to boston scientific corp that a captiflex single-use snare and a resolution clip device were used during a colonoscopy procedure performed in 2009. According to the complainant, during the polypectomy the pt developed a bleed, which was not considered to be significant at the time. The procedure was completed with the same captiflex snare. The pt was then sent to recovery where he complained of pain. The pt was sent back into the procedure room and rescoped. At this time, the bleed was found to be more significant than had been originally thought. The first six clips were successfully deployed at the bleed site. However, the seventh failed to deploy from the catheter tip. Another resolution clip was deployed and the procedure was completed. The pt was retained in the hosp for one night and was reported to be doing very good.